Manufacturer narrative:
(B)(4) - the peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage or any fluid intrusion. The cycler performed as intended and the as received treatment was completed without problems or alarms. The peritoneal dialysis patient's report of the cycler "draining slowly¿ was not reproduced during the simulate treatment. Mechanical testing found no issues. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. This event is one of two for the same patient and same cycler on subsequent treatments.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume on (B)(6) 2017. The patient remained asymptomatic: fill 1: 2216ml drain 1: 2103ml fill 2: 2101ml drain 2: 2093ml fill 3: 2101ml drain 3: 2101ml fill 4: 2100ml drain 4: 2114ml fill 5: 2101ml drain 4: 4389ml fill 6: 201ml the reported drain volume of 4389ml was 200% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.